Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of continuous beeping on the mobile power unit (mpu) was able to be confirmed. The mpu (serial number: (B)(6) ) was returned for analysis and was evaluated and tested. During testing, the mpu instantly triggered the battery indicator symbol and beeping audio tones upon the self-test. The issue was isolated to be the 1.5v batteries which were observed to be from a different brand other than the ones provided by abbott. The batteries were replaced. The mpu was functionally tested and was found to operate as intended after replacement. The mpu will be converted to a rental. The root cause of the reported event was unable to be conclusively determined through this investigation; however, the use of depleted 1.5v batteries may have contributed to the reported event. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 11may2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was having consistent mobile power unit (mpu) alarms even when not on the unit. Ventricle assist device (vad) coordinator reported a yellow wrench alarm on the mpu.